Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical device: 4058m52 lead, implanted (B)(6) 1995.

Event description:
It was reported that patient was symptomatic and presented to the emergency department. The right ventricular (rv) lead exhibited high thresholds, high impedance and no capture. A fracture was confirmed. It was also noted that the right atrial (ra) lead exhibited high thresholds. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.